Event description:
This event was captured based on review of the article, causes of failure with szabo technique - an analysis of nine cases. It was reported that from (B)(6) 2009 to (B)(6) 2011, 42 patients with an ostial lesion were treated percutaneously using szabo technique in a monorail stent system. In 57% of patients, drug-eluting stents were used (including the xience v) and in 42.8% patients bare metal stents (including the zeta). The stent was advanced over two wires, the target wire and the anchor wire. The anchor wires used included the allstar guide wires and the balance middleweight (bmw) guide wires. The target guide wires used included the cross it guide wire and the miraclebros guide wire. The procedure was considered to be successful if stent was placed precisely covering the lesion and without stent loss or anchor wire prolapsing. Of the total 42 patients, the procedure was successful in 33, while failed in 9. Failures were due to wire entanglement, stent dislodgment(requiring a snare device to retrieve the stent), failure to cross, and prolapse of a non-abbott guide wire. No additional information was provided.

Manufacturer narrative:
(B)(4). Patient age estimated as (B)(6). Patient gender estimated as male. Date of event estimated as (B)(6) 2011. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The additional devices referenced are being filed under separate medwatch reports.